Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available,

Event description:
Baxter product surveillance was notified by a baxter service technician, that a facility bio-medical technician had reported a colleague infusion pump, that had overdelivered magnesium sulfate during patient use. The magnesium sulfate was programmed at a rate of 50ml/hour, but was delivered in 10 minutes. The magnesium sulfate was to be delivered at the primary infusion rate. The patient experienced unknown discomfort. The patient is doing well, per the biomedical technician. This device utilizes user interface module master software version 5.09.90 that is categorized as "colleague 2006." No additional information is available.